Event description:
Reporter indicated that a lead and generator were replaced. Further follow up with the treating physician revealed that device diagnostic testing on a systems diagnostic test at an office visit resulted in high impedance, indicating a possible lead fracture. No serious injury was reported.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a serious injury.